Manufacturer narrative:
Visual inspection during the investigation, deformation of the valve surface was determined. Adjustment test not adjustable due to the deformation and defective mechanism. Brake function test function not given. Internal inspection not applicable due the cause of complaint results based on our investigation results, we can determine a defective progav. The valve is not adjustable and the brake function is also defetc. The detected deformation of the outer housing caused the malfunction. Excessive pressure applied with the adjustment tool can damaged the valve housing and impairs the function. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The examination of the return has been completed with the drafting of this report.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav (#fv434-t) was to be implanted. Prior to use, the valve could not be adjusted, so it could not be used. No harm to the patient resulting from the malfunction was reported.